Event description:
It was reported that during the replacement of the device, there was no output on both leads with the new device even with several connection and programming changes. It appears that there may have been a connection problem with this device. When the leads were connected to a second new device, there was output. The first attempted device was not used and a second new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found.